Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, technical support directed the reporter to clean the electrical contacts of the scope with alcohol then reconnect the scope to the system. Upon cleaning the contacts with alcohol and reconnecting the scope, the error no longer occurred and the reported problem was resolved.

Event description:
A user facility reported to olympus that a "b30," scope communication error was generated when using an olympus, 190 series scope with the olympus, cv-190 evis exera iii video system center. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay. There was no patient injury or medical intervention that occurred associated with the event.

Manufacturer narrative:
The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the event was the presence of foreign matter adhered to the electrical contacts of the scope.